Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section unique identifier (UDI) # d-4 : from " (B)(4)" to " (B)(4)." The device was returned to the factory for evaluation on 09/25/2024. An investigation was conducted on 10/09/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact btt. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the condition of the device, the reported failure "no flow" was not confirmed. The lot # 3000401107 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 the btt (blunt tip trocar) was occluded. It was observed a tunnel could not be created due to the occlusion of the btt as soon as it was inserted into the incision. Co2 was then attached to the port on the hp2 cannula to test airflow. Co2 flowed through this port with no problem. They used a vasoview accessory pack to replace the occluded btt to finish the case. The btt from the accessory pack worked without issue. The case was completed successfully without any additional time needed. There was no harm to the patient.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.